Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and seven months following the implant of this transcatheter pulmonary bioprosthetic valve, a second bioprosthetic valve was implanted in the same pulmonary position. No treatment was reported. No adverse patient effects were reported.